Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown opti flex stem, unknown bipolar head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01510. Product location unknown.

Event description:
It was reported that a patient underwent an evacuation of a subcutaneous hematoma with drain insertion and wound culturing. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: 00620207220 shell porous with multi holes 72 mm 60592636; 00500104400 shell 44 mm o.d. 60646296; 00500104428 liner 28 mm i.d. For use with 44/45/46 mm o.d. Shells 60722508; unknown smith and nephew ball 28mm/ 16 mm neck unknown; unknown opti flex stem unknown; 00625006515, bone scr 6.5x15 self-tap, 60713479; 00625006515, bone scr 6.5x15 self-tap, 60773963; 00625006520, bone scr 6.5x20 self-tap, 60959537; 00625006535, bone scr 6.5x35 self-tap, 60965163; 00625006540, bone scr 6.5x40 self-tap, 60838382; 00625006550, bone scr 6.5x50 self-tap, 60990156; 00625006560, bone scr 6.5x60 self-tap, 60732348. The complaint was confirmed based on the surgical history notes that was provided. Review of the device history record identified no deviations or anomalies would contribute to reported event. Multipolar® bipolar cup liner is not compatible with unknown competitor¿s head. Multipolar® bipolar cup shell is not compatible with durasul liner. However it cannot be confirmed if the incompatible combination had any correlation to the reported event, therefore a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00360, 0001822565-2018-01510, 0002648920-2018-00467.